Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference: 2015691-2019-04826, 2015691-2019-04827, 2015691-2019-04828, 2015691-2019-04829.

Manufacturer narrative:
This report is for the 3 disabling strokes within 30 days in the bev group. This is one of 4 reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between august 2007 and june 2017. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valves (and respective accessories) are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. In this case, there is insufficient information to confirm the cause of the reported strokes. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: okuno t, khan f, asami m, praz f, heg d, winkel mg, lanz j, huber a, gräni c, räber l, stortecky s. Prosthesis-patient mismatch following transcatheter aortic valve replacement with supra-annular and intra-annular prostheses. Jacc: cardiovascular interventions. 2019 nov 4;12(21):2173-82.

Event description:
As reported in the medical article: "prosthesis-patient mismatch following transcatheter aortic valve replacement with supra-annular and intra-annular prostheses" a single-center study sought to compare the frequency of prosthesis-patient mismatch (ppm) with self-expandable valves (sev) to balloon-expandable valves (bev). Between august 2007 and june 2017, a total of 757 patients met the inclusion criteria for the analysis. Among them, 420 patients were treated with bev (sapien, sapien xt and sapien 3). The following adverse events occurred in the bev group during the study period: 27 major vascular complications. 2 coronary occlusions. 3 disabling strokes within 30 days. 24 permanent pacemaker implantations.